Event description:
The customer reported equipment is showing error in fluoroscopy; machine stopped.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA by (B)(4) 2011.